Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient was having trouble getting the patient programmer to communicate with the ins. The patient explained that he has 4 groups programmed on his ins, which is group a, b, c, and d. The patient states that he hasn't been able to get group a or b working because he cannot feel stimulation. The patient noted that group c and d are working, but even after increasing stimulation, the issue doesn't resolve. The patient states that he doesn't feel stimulation most of the time, noting it is "once in a while depending on the position". The patient states that he had an MRI on wednesday morning, and is currently on group b. The patient states he put his ins into MRI-mode for the MRI, but since wednesday, group a and b haven't been working. The patient was instructed to sync with the ins and reported the ins is on, on group b, and program 1 showed the stimulation to be 2.80v. The patient increased stimulation to 4.00v and confirmed he felt stimulation in both legs, noting the stimulation was felt more in his left leg than his right. The patient stated that his settings normally cover his left, right leg, and his upper buttocks. The patient reports that he has never been able to get good stimulation in the lumbar area, but he does feel stimulation "a little bit" in this portion of his body. The patient switched to program 2 and increased stimulation. The patient reported that program 2 covered his right leg, when he tried increasing stimulation past 2.80v. Reviewed considerations with adjusting stimulation. The patient states that when he turns the stimulation up real high, he will suddenly get "knocked" out and feel severe shocks. The patient states due to this, he doesn't want to try increasing stimulation and wants to meet with a manufacturer representative (rep). The patient states he will be seeing the hcp in about a month to address neck pain and will follow-up with the hcp's office to get a rep out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they just got up in the morning with the jolting occurring. The patient talk with a manufacturer representative who suggested resetting the parameters. The patient readjusted the settings and was able to obtain desirable results. The patient didn¿t know what the cause or circumstances of the jolting was.